Event description:
Healthcare professional reported right side "deflation" and "any creases associated with hole". Device has been explanted and replaced.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: total delamination of the valve, crease fold, wear abrasion, and white particles in the shell. Leak test and microscopic analysis was performed which identified: total delamination of the valve. Based on the device analysis the final assessment is total delamination of the valve assessed as adhesive failure and creases are observed, however, is not consider as a workmanship due to the device was not received in their original sealed packaging.

Event description:
Healthcare professional reported right side "deflation" and "any creases associated with hole". Device has been explanted and replaced.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.